Event description:
A customer reported that an abo mistype occurred on galileo 10057.

Manufacturer narrative:
A review of the image result files showed that positive results were obtained in the anti-a test wells. The anti-b test well had a cloudy appearance and possible pooling of red cells in the bottom of the well. The customer was directed to the limitation section in the galileo operator manual for abo testing which states there is a higher risk of mistype due to the absence of the reverse typing. The customer was also advised to always compare results to the patient/donor history. The instrument is operating according to specifications.